Manufacturer narrative:
H3: the enclosure charger was returned to the manufacturer for analysis. Hardware analysis confirmed the compliant "the system is beeping and will not boot." Visual inspection confirm charger enclosure and fans were lightly dusty. Cleaned and confirmed charger cards were seated correctly. Installed enclosure charger in imaging system. The system failed to initialized. A continuous beep was heard from the system. Enclosure charger firmware was up to date. The hardware investigation found that the reported event was related to a hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: lot#: unk. A manufacturer representative went to the site to test the equipment. It was reported that the issue was that the system was beeping on boot-up with red "x" for generator and mvs on pendant. Inspection shows beeping on boot-up, red "x" for generator and mobile viewing station (mvs), led on the charge/ discharge board not lit, found power tray is not outputting 400v to generator, error code 11 on the generator service console error logs. Site stated that the hospital lost power due to a storm and has had power issues hospital wide since. Also noted that the second time the system stopped working they brought in a another system, used the same outlet and the second system also stopped working. Inquiries was made about specs for isolation transformers inline with the outlets used with the system. It was found that ground fault interrupter (gfi) tripped on (B)(6), (B)(6) and (B)(6) when it was tested. The charger assembly was replaced as a precautionary measure and the ground fault interrupter (gfi) was tested and it passed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system is beeping and will not boot. There was no patient involved during this event.